Manufacturer narrative:
The customer did not provide information for sample collection and centrifugation. The customer verified that the reagent pack placement was within the reagent carousel. The customer does not have another access platform instrument. Thus, pack sharing was ruled out as root cause of event. Through troubleshooting, it was determined that the customer's s0 calibrator rlus were ~ 2 times higher than in-house qc release data. For sandwich assays, such as hyb-psa, this can cause a shift down in both qc and patients' samples. Service was not dispatched for this event as the customer was not questioning instrument performance. A clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining on the unicel dxc 600i synchron access clinical system, a no value ind (indeterminate) flagged hybritech free psa (hyb-psa) result for one (1) patient. The result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.